Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2516 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery? No. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023, ptc information. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted (lot no: 919038) for female sterilisation. Product or product use issues identified: medical device monitoring error ("essure placement and endometrial ablation done on same day" on (B)(6) 2012). The patient had a medical history of endometrial ablation in 2011 and menorrhagia, depression, anxiety, loop electrosurgical excision procedure, elective abortion, depression, attention deficit disorder, vaginal bleeding and abnormal uterine bleeding. Previously administered products included: mirena. Past adverse reactions to the above products included: pregnancy with mirena with mirena. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2516 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with da vinci cystoscopy). At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery? No. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: uterus is abnormal in shape with filling defects consistent with endometrial ablation. Dye fills the uterine cornua and essure coils are seen in place. There is no dye spilling beyond the distal coils. Successful essure tubal ligation. [Pathology test] on (B)(6) 2019: specimens: uterus, cervix, and bilateral fallopian tubes, 175 grams. Final diagnosis: a: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign ecto and endocervix. Bicornuate uterine fundus with benign secretory endometrium and unremarkable benign myometrium. Benign bilateral fallopian tubes. Gross description: short segment of essure coil is identified within the longer segment. The right and left cornus are remarkable for the remainder of the essure coil and appear to be in the correct anatomic location. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Lab data (surgical pathology report), concomitant condition, medical history & reporter information updated,lot no. Added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted (lot no. 919038) for female sterilisation. Product or product use issues identified: medical device monitoring error ("essure placement and endometrial ablation done on same day" on (B)(6) 2012). The patient had a medical history of endometrial ablation in 2011 and menorrhagia, depression, anxiety, loop electrosurgical excision procedure, elective abortion, depression, attention deficit hyperactivity disorder, vaginal bleeding and abnormal uterine bleeding. Previously administered products included: mirena. Past adverse reactions to the above products included: pregnancy with mirena with mirena. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2516 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salingectomy with da vinci cystoscopy). At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: uterus is abnormal in shape with filling defects consistent with endometrial ablation. Dye fills the uterine cornua and essure coils are seen in place. There is no dye spilling beyond the distal coils. Successful essure tubal ligation. [Pathology test] on (B)(6) 2019: specimens: uterus, cervix, and bilateral fallopian tubes, 175 grams final diagnosis:a: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign ecto and endocervix. Bicornuate uterine fundus with benign secretory endometrium and unremarkable benign myometrium. Benign bilateral fallopian tubes. Gross description: short segment of essure coil is identified within the longer segment. The right and left cornus are remarkable for the remainder of the essure coil and appear to be in the correct anatomic location. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.